Event description:
(B)(4).

Manufacturer narrative:
Document review: amistem h cementless stem size 2 std: ref. 01.18.132/lot 102755 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. All the items belonging to this lot have been already sold without any other similar issue. From the data collected, there are no evidences that the event is device related.